Event description:
The customer contact reported that the pt received more medication than intended. On (B)(6) 2012 at 2030, the device was programmed to deliver hydromorphone 1mg/ml, in the pca only mode, with a 0.3mg pca dose, a 15 minute pt lockout, and a 2mg four hour dose limit. It was reported that two nurses checked the programmed parameters. The customer contact reported that on (B)(6) 2012 at 1200, the device alarmed for empty syringe. At this time, the nurse noted the syringe was empty; however, the display indicated that 8.8 mg had been delivered. It was reported 21.2ml of hydromorphone could not be accounted for. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, the device passed testing, though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the service center. The pump history indicated that the pump continued to be in use after the reported event date. All data from the reported event date was overwritten by the newer info. This report represents all the info known by the reporter upon hospira personnel.